Manufacturer narrative:
(B)(4). The initial MDR for this reference was submitted via webtradar on 26 jul 2024, however no notifications of acknowledgement were received. Therefore, the initial report was re-submitted on 29 jul 2024 and all the (B)(4) acknowledgements of delivery were received. This issue was notified to FDA via the cdrh email. Section g4: no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section d4: lot # and unique device identifier were requested but not provided by the customer. Method: the complaint opt312 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer stated that the opt312 optiflow junior nasal cannula was damaged at the cannula tube joint. Conclusion: without the return of the complaint device, our investigation was unable to determine the exact cause of the reported damage. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt312 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt312 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Event description:
A healthcare facility in france reported via a fisher and paykel (f&p) healthcare representative that the tubing of opt312 optiflow junior nasal cannula was loosen at the cannula tube joint. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare are currently in the process of retrieving further information regarding this complaint. We have also requested the return of the complaint device. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher and paykel (f&p) healthcare representative that the tubing of an opt312 optiflow junior nasal cannula was loosen at the cannula tube joint. There was no reported patient consequence.